Manufacturer narrative:
The device referenced in this report has not yet been returned to olympus for evaluation. The exact cause of the reported event could not be conclusively determined at this time. This type of teflon pad damage is most likely related to the operator's technique. The instruction manual contains several warning statements in an effort to prevent damage to the teflon pad. "Do not activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel. Do not activate output while applying the probe tip to the tissue with a strong force. Do not activate output while grasping thick and hard tissues. Otherwise, various forms of damage in the probe tip and/or the tissue pad such as premature wear, breakage, deformation, exposure of metal, and/or falling inside the body cavity, and/or partial separating may occur." If additional information or if the device is received at a later time, this report will be supplemented.

Event description:
Olympus was informed that during a bilateral salpingo-oophorectomy (bso) procedure, the teflon pad melted after over activation of the seal and cut mode with no tissue between the jaws. It was further reported that metal was exposed. No additional information provided.

Manufacturer narrative:
This supplemental report is being submitted to provide the device evaluation results. The device was returned to olympus for evaluation. The evaluation confirmed the reported event of teflon pad damage. The teflon pad was inspected and was found severely worn, melted, and slightly detached from the jaw exposing metal. In addition, the teflon pad was found partially split on both sides but no missing device fragment was noted. The distal end of the device was inspected under a microscope and found no visual indication of damage to the probe unit. The device passed the probe check. The most likely root cause of the reported event could be attributed to insufficient tissue between the probe and jaw when the device was activated.